Event description:
It was reported that the patient had a (B)(6) infection. The patient did not want the system out. Four days later it was reported that the health care provider (hcp) was managing the (B)(6) ¿the way she typically would with any patient presenting infection.¿ the issue was unrelated to the device ¿as far as the hcp knew.¿ the patient was being treated at the time of the report but was fine and still implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05bgg, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).